Manufacturer narrative:
Additional information was received that the physician deactivated the implanted system. The system was not explanted due to the patient's tumor disease. The patient receives palliative therapy. The decision was made to not explant the system, because the pain to die from a cardiac arrest is less severe than to die from the tumor disease. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
---

Event description:
Boston scientific received information that device had recorded intermittent right ventricular (rv) pacing impedance measurements greater than 2000 ohms. An elevated pacing threshold and oversensing of noise was also observed. No adverse patient effects were reported.

Manufacturer narrative:
A follow-up procedure was scheduled to evaluate the system. This report will be updated once additional information is received.